Event description:
It was noted at the patient's 1-year visit that the patient's predominant seizures (partial seizure with secondary generalization) were noted as having an increase in duration of seizures. A search performed in the manufacturer's programming history did not provide any details on the patient's device. Good faith attempts to obtain additional information have been unsuccessful to date.